Manufacturer narrative:
Exemption number: e2019001. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information. The additional (2) bmw universal and trek rx devices referenced are being filed under separate medwatch reports.

Event description:
It was reported that the procedure was to treat a non calcified lesion in the heavily tortuous ramus coronary artery. Resistance was noted during advancement of (2) balance middleweight universal guide wires; although they both eventually made it to the lesion. Resistance was also noted during advancement of a 2.50x15 mm and a 3.00x15 mm trek balloon dilatation catheter (bdc) and a lot of manipulation and torqueing was required to advance the bdcs to the lesion. Due to the manipulation, both guide wires snapped and separated inside the anatomy. One coiled up and the other poked through both shafts of the trek bdcs. Everything was able to be retrieved from the anatomy via snare. A xience sierra stent was ultimately implanted and there was no adverse patient sequela. The entire procedure lasted 3 hours. No additional information was provided.

Manufacturer narrative:
Exemption number e2019001. Visual inspection was performed on the returned device. The reported tear was confirmed. The reported difficult advancing the device could not be replicated in a testing environment as it was based on operational circumstances. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents and/or complaints from this lot. The investigation determined the reported complaints appear to be related to operational context. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.